Event description:
It was reported that there was an anomaly with the automatic atrial sense test. The programmer showed a no intrinsic- message, even though atrial sensing was confirmed at 5 mv with the semi-automatic increment atrial sense test.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.